Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary : no anomalies found : partial lead in segments returned and analyzed. Additional analysis comment - the medial segment that may have had the anchoring sleeve suture location and stated fracture was not returned. Conductor ends are cut.